Event description:
It was reported that, during reprocessing, the ultrasound gastrovideoscope tested positive for 4 colony forming units (cfus) of a-hemolytic streptococci. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. The customer provided the cleaning, disinfection, and sterilization process stating that precleaning was performed immediately after the procedure. The air/water was aspirated through the instrument/suction channel. During manual cleaning, the device passed the leak test. The detergent used was wassenburg. The instrument/suction channel, balloon channel, suction cylinder, forceps elevator, and instrument channel port were brushed. The automated endoscope reprocessor (aer) used was a wassenburg wd440 pt with wassenburg endohigh detergent and endohigh paa disinfectant. The concentration and expiration date of the disinfectant were controlled. The water quality was controlled with a water filter, and the filter was replaced periodically in accordance with the instructions for use. The device was dried by wiping with sterile paper and blown by filtered compressed air. The device was stored in a drying cabinet. Olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
Clarification/correction: it was reported that bacteria of total amount 4 cfu mesophilic aerobic germs were detected from the scope. Among them, <2 cfu of yeasts and molds and a-hemolytic streptococci were detected.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing, the device evaluation and the legal manufacturer's final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: all channels. Bacterial identification: no germs detected. Upon review of the customer provided cleaning disinfection and sanitization (cds) practices, there were no obvious deviations from the IFU. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing, however, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The issue may be detected/prevented by following the instructions for use section below: gf-ue190 has a cleaning manual, and the reprocessing. Olympus will continue to monitor field performance for this device.